Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-12154. It was reported that when the patient presented for follow-up in-clinic, the right atrial and left ventricular leads were found to be pulled back by the patient. Both leads were explanted and replaced on (B)(6) 2019. The patient was stable after the procedure.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.